Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) during dwell 4 of 4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The batch review was performed on potentially associated lot (h11b13022) with no issues noted. Label review was not performed no user error was suspected. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 4. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp needed to end therapy and contact their nurse. The patient was involved, but there was no patient injury or medical intervention reported. A follow up was made via phone call. The hp's husband/care giver (cg) answered the phone call. The cg did not know how the air got into the lines. The cg did not notice anything unusual with the supplies at use that night. The cg stated that it was strange that the machine went through the entire therapy and then alarmed in dwell 4 of 4. The cg had discarded the supplies from that night, but provided the lot number information for the cassette (h11b13022). The cg confirmed that they were using the spike cassettes. The cg had notified the peritoneal dialysis registered nurse (pd rn) about the alarm. Per the cg, the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.